Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. H4) device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that that this system became unresponsive, where the mouse was not moving and was stuck in a corner of the screen. She attempted a hard reboot to resolve. During that reboot the system got stuck on the bootup screen for over 5 minutes. Another hard reboot, unplugging the system for a minute while it was off, resolved the issue. There was no patient present when this issue occurred.